Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was asymptomatic. Upon interrogation, the atrial lead exhibited noise and inappropriate mode switches. The physician elected to leave the lead in service as the patient remained asymptomatic.

Event description:
New information reported on 3/12/2018 stated the patient presented in clinic for device check. Upon review, the right atrial lead exhibited low impedance on (B)(6) 2018. The patient was asymptomatic from electrical anomalies. No intervention was performed. The patient would continued to be monitored with normal follow up.